Event description:
It was reported that a pericardial effusion occurred. A watchman truseal access system (was) double curve was positioned and a 30 mm watchman laa closure device & delivery system (wds) were selected for use during a left atrial appendage (laa) closure procedure. Just prior to deployment, after the was and wds were snapped together, a contrast injection was made and a perforation and pericardial effusion were noted. At this time, the closure device was deployed and the sheath was pulled back to the right side of the heart. Protamine was given after a reading of the activated clotting time (act) at 256 and a pericardiocentesis was performed. Some of the blood that was removed was given back to the patient. The effusion resolved, but a clot was noticed in the pericardium. The patient was then brought to surgery to remove the clot from the pericardium and ligate the laa. The patient is stable.